Manufacturer narrative:
The reported event of high defib impedance was not confirmed. The reported event of failure to disconnect was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed the ventricular setscrew contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. Further analysis of the device¿s lead impedance, and high voltage charging were found to be normal.

Event description:
During a normal elective replacement indicator (eri) procedure, increased defibrillation impedance was observed on the device. There was difficulty disconnecting the set-screw of the new device and a new screwdriver was used to disconnect it. The old device was reconnected and measurements were satisfactory. The old device was then disconnected. The new device was then reconnected and increased defibrillation impedance was still present. The new device was then disconnected but the set-screw was even more difficult to remove. Another screw-driver was then used to disconnect the new device. Another new device was then connected and all measurements were in-range to complete the procedure. The patient is stable. The suspected cause of the event was due to the defective screw in the header of the device.